Event description:
Same case as 2134265-2013-09710. It was reported that an imaging catheter got stuck in stent and catheter separation occurred. The 90% stenosed target lesion is located in the mildly tortuous and moderately calcified middle left anterior descending coronary artery. During a percutaneous coronary intervention (pci), the guidewire exit port of the opticross imaging catheter got stuck with the edge of the deployed promus element plus stent delivery system (sds) which was well opposed to the vessel wall prior to imaging. It was noted that the stent shortened. Rotational movement was used to try to remove the catheter and then imaging catheter separation occurred in the coronary artery. The separated catheter was successfully removed by anchor balloon technique. The shortened stent was treated with balloon inflation. The procedure was completed with another of the same device. No further complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. It was noted that only the blue sheath section of the device was returned. A sheath kink was observed. It was also noted that the ends on the sheath where the detachment to the other sections of the device occurred are straight and there were no jagged edges. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2013-09710. It was reported that an imaging catheter got stuck in stent and catheter separation occurred. The 90% stenosed target lesion is located in the mildly tortuous and moderately calcified middle left anterior descending coronary artery. During a percutaneous coronary intervention (pci), the guidewire exit port of the opticross imaging catheter got stuck with the edge of the deployed promus element plus stent delivery system (sds) which was well opposed to the vessel wall prior to imaging. It was noted that the stent shortened. Rotational movement was used to try to remove the catheter and then imaging catheter separation occurred in the coronary artery. The separated catheter was successfully removed by anchor balloon technique. The shortened stent was treated with balloon inflation. The procedure was completed with another of the same device. No further complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-09710. It was further reported that the distal tip, which is distal to guidewire exit port, got detached during procedure and lapjoint detachment might have happened outside the body. Detail information for lapjoint detachment is not available. Telescope shaft was cut and transducer was removed from the catheter. Guidewire and micro catheter were inserted through the device, then, distal tip was removed with using a balloon catheter.